Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 23mm sapien xt valve was failing after an implant duration of 6 years and 4 months. The planned intervention was to be determined.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected b5, b6, b7, h6- investigation conclusions the device was not returned for evaluation as it remains implanted. The complaint for valve stenosis was confirmed based on medical record provided. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. Therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: february 23, 2016). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is complete, and no further action is needed. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It was noted that patient had hyperlipidemia and diabetes mellitus. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes mellitus, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, approximately 6 years and 3 months after a successful implantation of 23mm sapien xt in the aortic position via a transapical approach, the bioprosthetic valve has developed severe stenosis. The latest echocardiograms indicate that the patient has increased mean gradients of 47mmhg, increased peak velocities of 4.5 m/s and an aortic valve area measured by continuity equation of 0.4cm2. All these measurements indicate that there is severe bioprosthetic aortic valve stenosis. The patient is currently being worked up for valve-in-valve procedure.